Manufacturer narrative:
D4: the product model and serial number were identified and updated. H4: device manufacture date was identified an updated. Analysis results: the root cause of the customer's complaint could not be determined as no functional fault could be found with the device.

Manufacturer narrative:
The reported outcome of the event was two chipped teeth. Event date is approximate. The serial number information was provided. The handle manufacture date was not provided.

Event description:
A consumer reported that their 2-series power toothbrush chipped two of their teeth (requiring dental fillings).